Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: eleven events were reported for this quarter. Product return status: ten devices were received for evaluation. One device was available for evaluation but has not yet been received. Evaluation status: four events were confirmed during testing. -four devices were found to be affected by detached/missing components. One event was not confirmed during testing; the device was found to be within specifications. Five device evaluations are in progress. Product disposition: the devices were repaired and returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 11 malfunction events in which the device had a component detach. Eleven events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 11 events were originally reported during the reporting quarter, however: - 1 previously reported event was reported in error during the reporting quarter; this resulted in a total of 10 events were reported for this catalog number/device code combination for the reporting quarter. 5 previously reported events are included in this follow-up record. Product return status 1 device was available for evaluation but has not yet been received. Evaluation status 4 reported events were confirmed during testing. - 1 device was found to be affected by a wear problem. - 1 device was found to be affected by a missing component. - 1 device was found to be affected by a wear problem and non-stryker repairs. - 1 device was found to be affected by a wear problem and corrosion.   Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused. 3ps

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device had a component detach. 11 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 11 events were previously reported during the reporting quarter; however:  - 1 event was reported in error.  - 10 events were reported for this catalog number/device code combination for the reporting quarter. - 10 previously reported events are included in this follow-up record.   Product return status 10 devices were received.   Evaluation status confirmed 9 reported events were confirmed during testing. - 6 devices were found to be affected by a missing o-ring. - 2 devices were found to be affected by missing bottom part of the motor. - 1 device was found to be affected by a missing locator pin. Not confirmed 1 reported event was not confirmed during testing. Additional information 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had a component detach. 10 events had no patient involvement; no patient impact.